Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the legal manufacturer¿s investigation. Updated fields: b5, d8, h2, h4, h6, and h11. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, upon further follow-up, the customer confirmed that the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported and other findings would not cause or contribute to a death or a serious injury if it were to recur. The device was no returned to olympus for evaluation and the complaint was not confirmed. Cause cannot be established due to no findings available. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was no patient injury due to the surgical prolongation.

Manufacturer narrative:
This supplemental report is being submitted to provide correction.

Event description:
It was reported that the cystoscope bridge broke on its first use of intervention. The tap broke while the user was trying to open it to give water debit to the system.

Event description:
It was reported that during cystoscopy, this subject device broke during the procedure while the patient was under sedation. As a result, the procedure was prolonged for more than 30 minutes. It is unknown if the procedure was completed using a different device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.